Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2017 and complained of feeling more fatigued, nauseous, and generally not well.  The patient's labs showed a 3.5 g drop in his hemoglobin from 9.7 to 6.2.  The patient stated the stools had been a bit darker, though he was on iron supplements.  His international normalized ratio (inr) was therapeutic at 2.4. The patient was admitted for close monitoring.  During his admission, the patient received a total of 7 units packed red blood cells (prbcs).  On (B)(6) 2017, they were taken for an upper endoscopy which showed erythematous mucosa, but no active bleeding.  A c-scope on (B)(6) 2017 was negative for any active bleeding.  A video capsule endoscopy (vce) on (B)(6) 2017 also came back negative for any active bleeding.  Because the patient's hemoglobin downtrended a bit on (B)(6) 2017, a c-scope was repeated, but again showed no active bleeding.  The patient was challenged with heparin over this time and transitioned back to his home anticoagulation regimen (aspirin 325 mg daily and warfarin with inr goal of 2-3).  The patient was discharged home on (B)(6) 2017 and to date has been doing well at home with no further bleeding issues.  No further patient complications have been reported as a result of this event.